Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. This event occurred in (B)(6).

Event description:
It was reported to siemens that a patient suffered an adverse event during a clinical procedure on the axiom artis dfc. The patient was injured during loading on the patient table by a sharp corner (burr formation). The patient was not seriously injured and we are unaware of any impact to the state of health of any patient involved.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. A burr deformation resulting from collision just beneath the table corner was identified and deburred. The patient injury was specified as a bruise and no further medical treatment was needed. Similar parts in manufacturing have been inspected. There was no deviation to the specification and no other damage has been identified. The system has been returned to clinical operation and no further actions are to be taken at this time.